Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. Upon review, their implantable cardioverter defibrillator device exhibited an inappropriate reset to backup vvi mode. Programming changes were made. The patient was in stable condition.